Manufacturer narrative:
Multiple follow-up attempts have been made to obtain the repair and return to service status of the k2 machine. No resolution has been received to date. Field service investigation was not performed and no parts were returned for failure analysis investigation. The reported use of "filling of saline bag" was addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode, just under 2 hours into recirculation. A pt was not connected to the machine at the time of the incident. The reporter indicated that the drain line was standard length, drain height was 28 inches, and there were no obstructions in the drain line. The machine is being kept out of service until a software update takes effect.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed a the completion of the investigation.